Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6; the reported event could not be confirmed. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for these items and the reported part and lot combinations. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Event description:
It was reported that a patient underwent an initial tka on an unknown date. Subsequently, they were revised due to pain and stiffness. All former implants were replaced. To address the overall tightness in both flexion and extension, the surgeon downsized the femoral component, resected more bone off the femur and tibia and debridement significant amounts of scar tissue. Attempts have been made, and all available information has been provided.

Manufacturer narrative:
(B)(4) d10: 183050 vanguard cr por fem-rt 67.5 lot# 673260, 189040 vanguard ant stblzd brg 10x67 lot# 852330, 3325-040, gentamicin bone cement, 8134377.. G2: australia customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.